Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product/lot code combination required to search the complaint database was not supplied. The investigation could not draw any conclusions about the reported patient pain based on the provided information. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address tibial pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.